Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine 2 mg/ml at 0.2804 mg/day and unknown morphine 10 mg/ml at 2.804 mg/day via an implanted pump for spinal pain. The pump was replaced on (B)(6) 2018 and everything with the procedure seemed to go well. It was noted they did not aspirate from the catheter access port (cap) after the new pump was connected to the catheter. On the morning of this report around 4:40-5 am the patient went to the emergency room (ER) showing signs of withdrawal, but they were not sure and were currently with the patient. The nurse had programmed a single bolus of 0.3 milligrams, but the patient did not respond. The logs had been read and there were no anomalies. It was noted the pump seemed fine and the programming seemed accurate. The reporter was to follow-up with the healthcare provider (hcp). The nurse was going to check the reservoir because she thought the patient may have accessed it. The reporter would review other considerations with the hcp. The event date was (B)(6) 2018. Non reservoir drugs were not mentioned. Additional information indicated the physician assistant aspirated the reservoir and the volume matched what the programmer was saying. The patient was still being sent to the hospital and were planning to do a dye study. It was restated the sing bolus dose was programmed and it was ineffective along with intramuscular (im) morphine being tried too and that did not help the patient either. A catheter dye study was done on (B)(6) 2018 and they were unable to aspirate via the cap so the patient would be scheduled for a revision, but did not know when that would occur. They would cover the patient with oral medications until the revision could be done. No further complications were reported/anticipated or expected.

Event description:
Additional information was received on 08-may-2020 from the patient who reported that the catheter was replaced on (B)(6) 2018 because it was kinked. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2018 product type catheter h6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.